Manufacturer narrative:
It was initially reported that the device would be returned for analysis; however, after multiple attempts to have the device returned, the device was not returned. If the device is returned at a later date, a supplemental MDR will be submitted. Conclusion: as reported by a healthcare professional, an enterprise stent (enc452812/lot unknown) partially deployed due to resistance between the sl 10 microcatheter and stent, and was recaptured into the microcatheter and removed. A continuous flush had been maintained through the microcatheter, and it did not appear damaged. The stent did not appear damaged. The patient had a 7.8 x 5.7mm, neck 8.9mm basilar artery aneurysm. During the coil embolization, the unspecified coil could not be shaped securely, and was withdrawn. The surgeon decided to implant the enterprise stent; however it could not fully deploy and was withdrawn with the unspecified microcatheter. The procedure was completed with another coil. There was no report of patient injury or clinically significant delay in the procedure. Multiple attempts to have the device returned for analysis were unsuccessful. The device was not returned for analysis. In addition, the lot number of the device was not provided; therefore a review of the manufacturing documentation could not be performed. The partial deployment of the enterprise stent and withdrawal difficulty could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, procedural/handling factors may have contributed to the reported event. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Information regarding patient age, gender, weight and medical history could not be obtained. The lot number was unknown; therefore, the expiration and manufacture dates are unknown. (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, an enterprise stent (enc452812/lot unknown) partially deployed due to resistance between the sl 10 microcatheter and stent, and was recaptured into the microcatheter and removed. A continuous flush had been maintained through the microcatheter, and it did not appear damaged. The stent did not appear damaged. The patient had a 7.8 x 5.7mm, neck 8.9mm basilar artery aneurysm. During the coil embolization, the unspecified coil could not be shaped securely, and was withdrawn. The surgeon decided to implant the enterprise stent; however it could not fully deploy and was withdrawn with the unspecified microcatheter. The procedure was completed with another coil. There was no report of patient injury or clinically significant delay in the procedure. It was reported that the device would be returned for analysis.

Manufacturer narrative:
The product was returned for analysis on 10/20/2016. The lot number of the device provided on the commercial invoice. (B)(4). Conclusion: as reported by a healthcare professional, an enterprise stent (enc452812/10515782) partially deployed due to resistance between the sl 10 microcatheter and stent, and was recaptured into the microcatheter and removed. A continuous flush had been maintained through the microcatheter, and it did not appear damaged. The stent did not appear damaged. The patient had a 7.8 x 5.7mm, neck 8.9mm basilar artery aneurysm. During the coil embolization, the unspecified coil could not be shaped securely, and was withdrawn. The surgeon decided to implant the enterprise stent; however it could not fully deploy and was withdrawn with the sl10 microcatheter. The procedure was completed with another coil. There was no report of patient injury or clinically significant delay in the procedure. A non-sterile enterprise device was received inside of a plastic bag. The device was inspected and the introducer tube was found saturated of dry saline solution. No obvious damages were noted on the delivery wire, and the stent was found inside of the delivery tube and residues of dry saline can be observed on it. The stent was inspected under microscope through the introducer tube and residues of dry saline solution can be observed on it. The functional analysis could not be performed since the introducer tube was found saturated of dry saline solution and the device was found stuck inside of it. The residues of dry saline solution do not allow moving the device inside of the introducer tube. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot 10515782. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The stent partial deployment and withdrawal difficulty could not be evaluated since the device was found stuck inside of the introducer tube due to the residues of dry saline solution. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. Procedural factors and handling process may contribute to the failure reported. No corrective action will be taken at this time.